Event description:
Customer reported that pump battery depleted too quickly, leading to a shutdown. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump for insulin therapy.